Event description:
During additional follow-up, the noise was able to be reproduced. An x-ray was performed and revealed that the helix of the lead had not been fully deployed. The patient's condition was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing noise were observed on the right ventricular (rv) lead. Damage was suspected on the lead. The patient's condition was stable and there were no adverse consequences. Additional information was requested but is not available.